Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Originally submitted september 11, 2014 - resubmitting due to the FDA site outage.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient medical records were received and reviewed by a depuy medical professional. The patient is also obese and this has been known to cause severe loading on to the affected extremity and can significantly increase the wear and likelihood of early failure, including loosening, of one or more components. It is not known to what extent, if any, that the patient¿s medications, hysterectomy, and obesity may have contributed to the patient problems reported. From a medical perspective, based on the information available to be reviewed, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Authorization forms have been sent for medical record release to aid in our investigation. To date, completed forms have not been received. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
This is a patient initiated complaint. Patient reports pain, being unstable, and falling multiple times. She also stated the bone shifted causing her implant to twist.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd 02/17/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records the patient's tibial component had collapsed and was loose. At this time bone cement is being reported for the loosening, and the part and lot information for the components is being updated. The complaint was updated on: 03/12/2015.